Event description:
Procedure type: unk. According to the rptr: during the case the trocar did not work well, the seal was not working, while changing the instrument a piece of the seal came off, and the screw and the mechanism to fix the trocar did not work. The seal fell into the cavity however, it was retrieved. The incision was not increased, the operating time was not extended over 30 mins, and there was no additional bleeding. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 05/07/2009.